Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact, no peeling or lifting was observed. The up arrow, down arrow, and ok keypad buttons were intermittently responsive during testing. The contrast button required excessive force to obtain a response. During investigation, the contrast button key contact was observed to be inverted. The up arrow, down arrow, and ok button key contacts became inverted with button presses, and did not always spring back as expected. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were overly responsive. The patient reported that he discovered the pump had self-suspended without any buttons being pressed. He stated that he did not lean against or bump the pump, so he did not think that any buttons could have been accidentally pressed.